Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 18 ga powerglide pro was returned for evaluation. An initial visual observation of the returned device showed abundant blood residues throughout the powerglide pro. The guidewire was observed to be advanced upon the return of the device, and the safety mechanism was observed to be engaged over the needle tip. The green wings and catheter were still attached to the device. A microscopic observation revealed deformation at the distal end of the catheter. The guidewire was observed to be intact. A split was observed in the catheter shaft toward the distal end of the catheter shaft. The split was observed to be at an angle and sharp fracture edges. The fracture surface appeared shiny and smooth. The characteristics of the split were consistent with damage due to contact with a sharp instrument. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leaking at the catheter hub. The fluid leaked was saline. There was no delay in treatment, no intervention needed, and no patient harm. A new catheter was not inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.